Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a burning sensation when charging their implantable neurostimulator (ins). The patient stated that his ins was hot for 3 minutes. In the end ,the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.